Event description:
It was reported that during a "pcnl" procedure, the guide wire uncoiled. A platz ptfe .038 "j" guide wire had been advanced to an unspecified location within the kidney. After an unspecified nephroscope had been passed over the guide wire, the guide wire appeared unraveled and the core wire was not intact. The device was removed with no pieces left inside the patient. The procedure was completed with another of the same device. There were no patient complications reported with the patient's current condition listed as "fine."